Manufacturer narrative:
An isi field service engineer (fse) went onsite to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to correct the intermittent 119 errors on the monitor. The system was tested and verified ready for use. The hrsv has been returned for failure analysis, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review was performed and confirmed the following: system serial # (B)(4), event date (B)(6)2022, and procedure name (radical prostatectomy with lymphadenectomy). A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: 119 related to the hrsv monitors in ssc2 having a total current draw from the gpd that is lower than threshold. This complaint is a reportable event due to the following conclusion: the dual surgeon side console was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a single surgeon console. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that during the case the video in the right eye in surgeon side console (ssc) 2 went black. The tse reviewed the logs and found an error 119 for high resolution stereo viewer (hrsv) low current. The customer stated that the screen was black and in the top left corner there was a message that said "burn in". The customer was not willing to do any troubleshooting during the case. The surgeon decided to use ssc 1 to finish the case. The customer called back in and reported that one of the console eyes turned black. The tse viewed logs, noted error 119, and recommended that the site hard power cycle ssc 2. The site undocked, hard power cycled the ssc, and both eyes came back up. The site continued and completed the procedure with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The hrsv monitor was found to have no image and a defective main board. The hrsv monitor required a board replacement. The root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.